Event description:
The complainant reported the patient was unable to be weaned from bypass. The patient was cannulated for extracorporeal membrane oxygenation (ECMO) and impella 5.5 device was placed for left ventricular venting while on ECMO support. After successful implant of the impella 5.5, at performance level p-5, it was noted the patient was unable to be weaned/decannulated from ECMO onto sole impella support. Volume was given for drop in central venous pressure. The patient was stable and sent to unit on ecpella (ECMO and impella) support. Subsequently, a gastrointestinal bleed was noted and heparin was paused. Discussion regarding transplant was paused during this time and it was noted continuous renal replacement therapy continued. Additionally, it was noted there was no underlying cardiac rhythm currently; the patient was fully pacer dependent with intermittent ventricular tachycardia/ventricular fibrillation. Eventually care was withdrawn, the patient expired and the pump was thereafter explanted.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. No product was returned for investigation. Regarding the bleed, heparin was paused due to a gastrointestinal bleed. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. For the ventricular fibrillation, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details.